Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was reviewed on 10/29/2014 confirming the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) /2014. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support.